Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer's blood glucose was rising. Customer's blood glucose was over 600 mg/dl. Customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 570 mg/dl. The customer was wearing the insulin pump during the hospitalization. There were air bubbles in the tubing. Customer was advised to change the entire set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.